Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute and 6 minutes respectively: 1. 249 mg/dl and 121 mg/dl 2. 271 mg/dl and 112 mg/dl. Sets of readings were taken at different times. Customer took .5 mg repaglinide after the result of 112 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.